Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg had reached its end of life. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was unable to be return.